Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer (fse) checked the error and determined that the issue was related to the roll board. The fse tested the roll board using the hardware test application and found that the cable was loose. The cables were reseated, and the drawer was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and not detected on bus. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.